Event description:
It was reported from a clinical study that during a robotic laparoscopic radical hysterectomy, there were issues with the bipolar fenestrated grasper (bfg), extra large needle driver (xlnd), and secure cadiere forceps (scf). The xlnd and scf triggered "instrument expired" messages on the operating room team interface (orti) of the tower after they were attached. The issue with the xlnd and scf was resolved by replacing them with new ones. Later in the procedure, the principal investigator (pi) felt that the energy delivery through the bfg was inadequate. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.